Event description:
It was reported that pacemaker triggered code 1003 indicative of voltaje too low for projected remaining capacity. Device has not being implanted. Boston scientific technical services (ts) requested a save to disk in order to analyze and clear the device for implant. No patient involvement at this moment.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the device was returned in the original sterile packaging. An evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device.

Event description:
It was reported that pacemaker triggered code 1003 indicative of voltaje too low for projected remaining capacity. Device has not being implanted. Boston scientific technical services (ts) requested a save to disk in order to analyze and clear the device for implant. No patient involvement at this moment.